Manufacturer narrative:
Batch review performed on 10 september 2019: lot 160645: (B)(4) items manufactured and released on 09-may-2016. Expiration date: 2021-04-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved. Batch reviews performed on 10 september 2019: cup: mpact 01.32.160dh acetabular shell ø60 two-holes (k132879) lot 161861: (B)(4) items manufactured and released on 15-sep-2016. Expiration date: 2021-09-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 165970: (B)(4) items manufactured and released on 10-jan-2017. Expiration date: 2021-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 years and 3 months after primary surgery, complaining of pain, after investigation there was evidence of infection. A revision surgery was performed and all the implants have bee removed. An antibiotic cement was used to lightly cement small implants.